Event description:
It was reported that superior vena cava perforation occurred during lead placement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.